Event description:
It was reported to boston scientific corp on (B)(6) 2008 that an endostat footswitch was connected to a generator. According to the complainant, when the accessory foot switch was pressed, there was no power. The foot switch cable was later found to be broken. There was no pt involvement.

Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The (B)(6) 2008 15-month hemostasis generator and accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).